Manufacturer narrative:
As reported, after deployment of a 6f-7f mynxgrip device for vascular closure to the hard stop, when the physician removed the sheath there was no white advancer tube visible. While attempting to deploy the sealant on the back table, no sealant nor any white tube was visible. He began holding pressure, then deflated and removed the balloon. Hemostasis was achieved by continuing to hold pressure for 20 minutes. The patient was stable and doing well. There was no patient injury. The user was trained, and the device was opened in a sterile field. The mynxgrip was deployed according to the instructions for use (IFU). The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the device, fully retracted, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. It was noted that the sealant was exposed to blood and stuck to the catheter outer shaft. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the sealant was exposed to blood, stuck to the outer shaft of the returned device, and revenged the shuttle from advancing distally. The sealant was removed and shuttle down procedure was simulated without any issue. The advancer tube was found properly engaged to the proximal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2005201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.7

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 6f-7f mynxgrip device for vascular closure to the hard stop, when the physician removed the sheath there was no white advancer tube visible. While attempting to deploy the sealant on the back table, no sealant nor any white tube was visible. He began holding pressure, then deflated and removed the balloon. Hemostasis was achieved by continuing to hold pressure for 20 minutes. The patient was stable and doing well. There was no patient injury and the device will be returned for analysis. The user is trained and the device was opened in a sterile field. The mynxgrip was deployed according to the instructions for use (IFU).the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. Additional patient and procedural details were requested were unknown.